Manufacturer narrative:
(B)(4): physio-control is anticipating, the device return for eval and continues to investigate the reported event.

Event description:
During routine daily testing, it was reported that the device locked up and the user was not able to power off until the batteries were removed. There was no pt use associated with the event.